Event description:
This report was determined to be necessary as a result of a complaint received by co on one of its products, an apnea monitor. Customer contacted co on 10/8/96 and stated that during simulator testing, the monitor would not indicate alarm conditions. This info was entered into co's complaint-handling system. The complaint form was received by qa on 10/10/96, according to standard procedure, and it was determined that this may be an MDR-reportable malfunction. Qa consulted with regulatory affairs office and it was determined that customer should be contacted for further info. Co's customer service rep. Who took the call from customer on 10/8/96 was given add'l instruction on detecting potentially-reportable malfunctions). Customer was contacted 10/10/96 for add'l info. The monitor had just been sent to co in sept for annual preventive maintenance and upon its return to customer no 10/8/96, customer was conducting a routine checkout before placing in inventory. Their checkout involves the use of an ECG/respiration simulator. During this checkout procedure, customer noted that the monitor would not indicate alarm conditions. Monotor had not yet been used on a pt after its return from annual maintenance. Asked customer if there was any indication of shipping damage. Asked them to look carefully at shiping container. Customer reported that there were no signs of shipping damage. (Note: prior to its return to customer in early oct., s/n 21914 passed all factory tests and inspections. Unit was shipped to co via ups on 10/8/96. Unit arrived 10/9/96. After all info described above had been gathered and documented on complaint form, the unit was released from co receiving dept. For eval. Upon completion of eval it was determined that an MDR was required.